Event description:
It was reported that an interlink continu-flo solution set had a collapsed injection port. The customer stated that the injection port collapsed during an injection, causing blood to backflow into the IV tubing. There was patient involvement, however there was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Visual and microscopic inspection confirmed the reported condition of a collapsed septum, though a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received. Visual inspection of the sample identified that the septum of the y-site was inverted. Further inspection identified a center slit on the septum. Should additional relevant information become available, a supplemental report will be submitted.